Event description:
It was reported that a hair was found inside the primary packaging of a blood component administration set. The product was completely sealed. The reported condition occurred before patient use. There is no report of patient/user injury or medical intervention was needed in association with this event.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.